Event description:
It was reported that 16 batteries failed output testing with a battery tester. No adverse event reported.

Manufacturer narrative:
Reported complaint of battery "failed output testing with a battery tester" could not be verified because the battery was not returned for investigation. A supplemental report will be filed if the battery is returned. No adverse event reported.